Event description:
It was reported that the external pulse generator (epg) ventricular port was broken. The epg has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) ventricular port was broken. Both output connectors were found to be broken. It was also determined at analysis that there was evidence of a non-company service person disassembling and reassembling the epg. All six case plugs were damaged (tool marks) and were not fully inserted into case . The liquid crystal display(lcd) red wire was spliced into two(open). The lower case was broken, and the backlight would not work. Two case and hanger screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.